Event description:
It was reported that the purewick urine collection system smelled like smoke. It was noted that the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is unconfirmed, as the reported event could not be reproduced. A bd purewick urine collection system, pump tubing, collector tubing, collection canister with lid, and external power cord were returned. An in-house elbow connector was used in testing. There were no cracks present. There was no residue present. The stop valve was working properly. There was light and sound indicating function. Throughout the duration of this evaluation, there were no burning smell. The device was also opened up and there was heavy residue present but there were no traces of burn damage or charring inside. The device did meet relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the purewick urine collection system smelled like smoke. It was noted that the patient had been using the purewick products for more than 90 days. Per additional information received via sample form on 28jul2022, it was stated that the purewick urine collection system made many loud popping noise, then smelled like smoke. The machine was replaced.